Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. The device passed the self test, sleep current measurement, active current measurement, and the displacement test. The device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to the electrical board during visual inspection. The electronic assembly was inspected and no obvious insulin odor noted. No moisture damage was found on the electronics assembly, motor, force sensor, or reservoir compartment during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. Blood glucose was 175 mg/dl at time of incident. Troubleshooting was completed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.